Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 519 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. The customer declined further troubleshooting therefore for no additional information was obtained.